Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported malfunction, failure code 568:320:658:0000, was confirmed by service. An assignable cause was not determined, however the user interface module printed circuit board (uim pcb) was replaced as a precaution. Additional information: this involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with failure code 568:320:658:0000; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. Patient involvement is unknown. The software version is currently unknown at this time. No additional information is available.